Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file caused by several displayable history crc check failed on startup alarms in the history file. Alarms were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error from his insulin pump. The customer's blood glucose level was 164 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.